Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be prov...

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device was unable to be interrogated and no tones were heard with a magnet application. It is believed to have a depleted battery. The device remains implanted. Efforts to obtain additional information have been unsuccessful. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this device was explanted and replaced. To date, no additional adverse patient effects have been reported.